Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline wa not placed in a vessel bend when it failed to open. There were no additional steps taken to open the pipeline.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex pushwire and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex pushwire was returned within the phenom 27 catheter. However, the pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the pushwire was returned deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube was found to be slightly stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the pipeline flex braid was not returned for analysis. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. However, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pushwire was stuck inside the phenom 27 catheter. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped-375-20 (b738734); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured internal carotid artery c5 segment aneurysm with a max diameter of 3.68mm and a 3.9mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The landing zone was 3.22mm distally and 3.66mm proximally. The access vessel was the femoral artery, with 8.6mm diameter. It was reported that after the pipeline flex stent was in place, it could not be deployed in the middle. After several deployments. Attempts to retrieve the stent into the stent tube and adjust the position did not work. Finally, it was decided to replace the stent and stent catheter, and the same model of stent was selected again. The deployment was good. The angiographic result post-procedure was normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.